Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), abdominal pain ("abdominal pain/belly button pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine"), abdominal distension ("belly button swelling") and abdominal discomfort ("flutter in belly"). The patient was treated with surgery (hyst. (Full),salping (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, back pain, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, headache, fatigue, migraine, abdominal distension and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, genital bleeding, uterine perforation, fatigue, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event "abdominal distension¿ was added. Reporter was added. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. On 23-mar-2020: information received via social media. Event " abdominal discomfort ¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), abdominal pain ("abdominal pain/belly button pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine"), abdominal distension ("belly button swelling") and abdominal discomfort ("flutter in belly"). The patient was treated with surgery (hyst. (Full),salping (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, back pain, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, headache, fatigue, migraine, abdominal distension and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, genital bleeding, uterine perforation, fatigue, migraine and headaches quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), abdominal pain ("abdominal pain/belly button pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine"), abdominal distension ("belly button swelling") and abdominal discomfort ("flutter in belly"). The patient was treated with surgery (hyst. (Full),salping (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, back pain, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, headache, fatigue, migraine, abdominal distension and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, genital bleeding, uterine perforation, fatigue, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media content received . Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full), salping (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, back pain, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, headache, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, genital bleeding, uterine perforation, fatigue, migraine and headaches. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, genital bleeding, uterine perforation, fatigue, migraine and headaches) updated, insertion date of essure, reporter detail and date of birth of patient updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.